Event description:
On 10/15/98, safeskin was served with the following lawsuit: plaintiff's claim alleges the following: allergic rhinitis, shortness of breath, itchy and watery eyes and urticaria. Plaintiff has been diagnosed as suffering from type-1 latex allergy.